Event description:
Allegedly, when the box was opened the customer noticed a black foreign object on the tray. Furthermore, the customer claims they did not attempt to handle or touch the foreign object.

Manufacturer narrative:
Additional information will be provided once investigation is complete.